Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On may 8, 2018, it was reported that the skin graft was split/ torn while going through the mesher. The issue occurred during surgery on (B)(6) 2018. There was no delay reported. The surgery was completed using another device. It was stated that the graft was able to be used and no additional graft was required. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review for serial number: (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number: (B)(4) twice as documented in the repair reports in livelink. Per zimmer biomet australia, the previous repair file has been archived offsite and is not accessible. Zimmer biomet australia has not previously repaired/evaluated 1.5 cutter serial number: (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on may 8, 2018 revealed that the comb had a flat spot on the bottom surface. The flat spot on the comb and cutter did not pass the cutter test. Per the repair technician, this was the most likely cause of the graft tearing/ splitting. The cutter produced an incomplete mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 27, 2018 which included replacement of the comb. Skin graft mesher, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the flat spot on the comb and the cutter produced incomplete mesh. The cause of the graft splitting and tearing while going through the mesher was due to the damaged comb and cutter. The root cause of the graft splitting and tearing while going through the mesher could not be determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the harvested skin graft got split (tear) while going through the mesher. The issue occurred during surgery. Subsequently there was no delay. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. It was stated that the graft harvest was able to be used and no additional unplanned graft harvest required from the patient. No adverse events were reported as a result of this malfunction.